Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and oversensing were observed on the right ventricular (rv) lead. Following explant of the rv lead, the patient experienced a sudden drop in blood pressure resulting in cardiopulmonary resuscitation (CPR) and a transesophageal echocardiogram was performed. A perforation of the inferior vena cava was noted resulting in cardiac tamponade and a pericardial effusion. A cardiopulmonary bypass was utilized and the inferior vena cava was sewn. The patient's blood pressure was stabilized and the system was explanted and is anticipated to be replaced. The patient recovered with no additional adverse consequences.